Event description:
It was reported that approximately one day post-op, the implant was broken inside the patient. It was also reported that the lowest translational segment of the plate broke and came apart. The patient had undergone severe kyphosis c5/6 corpectomy fusion and plating c3/c7 using anatomic peek spacers and levels implanted were c3/c7. Per report, the patient complications were unknown and no treatment or additional surgery performed as a result of this event.

Manufacturer narrative:
(B)(4)